Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
It was reported to philips that the device had a alarm led (light emitting diode) failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. An updated report will be submitted when new information is received.